Event description:
Per op report: the edges of the mesh were identified and the soft tissue and omentum adherent to the undersurface of the mesh were taken away from the undersurface of the mesh using blunt dissection and there was noted to be a whitish pus material on the surface of the mesh. (B)(4).